Event description:
A hospital in (B)(6) reported that two rt020 end expiratory filters "failed" during use and that the patient's carbon dioxide level roseno patient consequence was reported.

Event description:
A hospital in (B)(6) reported that two rt020 end expiratory filters "failed" during use and that the patient's carbon dioxide levels rose no patient consequence was reported.

Manufacturer narrative:
(B)(4).we are currently endeavouring to obtain further information and with regard to this complaint. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt020 end expiratory filter is a single use product designed to fit into the outlet port of a ventilator as a precaution against contamination by microorganisms present in the expired ventilatory gases of patients undergoing treatment. The two complaint rt020s have not been returned to fisher & paykel healthcare for evaluation. The hospital has reported that the complaint devices have been mislaid. The customer has stated that filters were placed on both the inspiratory and expiratory valves. The hospital further reported that both filters were replaced with those of a competitor and the patient's carbon dioxide levels reduced. Attempts to obtain further information and photographs with regard to the use of nebulised drugs, equipments used, settings and the placement of the filters were unsuccessful. The hospital has indicated that they will not be providing any further information. Without further detailed information we are unable to comment on the root cause of the problem reported by the customer. A lot check revealed no other complaints of this nature for this lot number. Our user instructions that accompany the device states - "change every 24 hours or sooner if noticeable deterioration occurs, following standard hospital procedure." "When nebulised drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure." "Do not soak, wash, sterilise or reuse this product." Our user instructions also show in pictorial form that the filter is to be placed between the connection of the ventilator and the breathing circuit.